Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.0/084 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The problem was resolved. Cause of the event was unknown.